Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor broken with missing parts. Unable to confirm if customer received sensor damaged because the customer returned opened/used.

Event description:
The customer reported via phone call that he received calibration error and change sensor alarms. The sensor and blood glucose level difference was greater than 100 points. Customer's blood glucose level was 134 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.